Event description:
Stryker saw was used on operation in the mouth. After operation, when saw was removed, 3-4 cuts were noted at the right commissure of the mouth. They were 5-6 mm in length. The lacerations required suturing.